Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). In addition, the patient experienced frequent ipg charging, and the ipg would shut down without being turned off. It was noted that when the ipg shuts off, it is not associated with charging or any activity. The patient expressed that the ipg has migrated, feels very superficial, and subsequently she experienced pocket pain. It was noted that the patient is very thin, and she did not experience any weight loss. The patient underwent a revision procedure in which the ipg was replaced and repositioned from the buttocks area to the flank area. The patient was doing fine postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected. Possible misalignment of charger with ipg causing lower than expected charge current. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). Therefore, engineers concluded the instructions were not followed.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). In addition, the patient experienced frequent ipg charging, and the ipg would shut down without being turned off. It was noted that when the ipg shuts off, it is not associated with charging or any activity. The patient expressed that the ipg has migrated, feels very superficial, and subsequently she experienced pocket pain. It was noted that the patient is very thin, and she did not experience any weight loss. The patient underwent a revision procedure in which the ipg was replaced and repositioned from the buttocks area to the flank area. The patient was doing fine postoperatively.